Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, a lens rotation was observed. To date the lens remains implanted. The cause is reported as unknown. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.